Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07656. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that patient underwent mesh revision and removal from (B)(6) 2007 through 2008 (approximately 4 procedures) due to extrusion, dyspareunia, and pain. (B)(4) ¿dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent extrusion of small area of mesh on (B)(6) 2007.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to symptomatic cystocele, sui, rectocele, and enterocele. It was reported that the patient underwent revision of small mesh erosion and contracture on (B)(6) 2008 due to persistent small erosion of anterior mesh and mesh contracture anteriorly. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, urinary frequency, voiding dysfunction, and overactive bladder. (B)(4).